Event description:
The unit may have emitted unanticipated radiation. The repair tech did not actually verify the emission of radiation, but assumed that unit exposed based on malfunctioning multitimer. Report has been forwarded to MFR for failure investigation.